Event description:
Per the clinic, the patient experienced limited benefit and poor performance from the device since onset. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.